Event description:
It was reported that a spectrum infusion pump turned off upon device power up in a private room. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "turn off" was not reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the depressed battery pins on the rear case. The rear case required to be replaced to address the issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6: type of investigation. Additional information h11: a review of the event history log identified "improper shutdown" messages however these can result from the user removing all power from the pump without first powering off the pump, using the off key, or a result of the pump powering off without user input. The log cannot determine the cause of the "improper shutdown!" Events. Should additional relevant information become available, a supplemental report will be submitted.